Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
The lead was returned to the manufacturer, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.